Event description:
It was reported the patient was a long term heart failure patient who had a new bv pacemaker and right ventricular lead implanted. The patient was pacemaker dependent after an av ablation. One month later, he was talking with his family, suddenly slumped over, and was taken to the ER via ambulance. The patient had fast rhythms with a possible vf and then his heart slowed down. Upon arrival to the ER, patient was noted to be in a pulseless electrical (pea) rhythm, was treated with CPR, intubation, and medication, but eventually died. The physician expressed concern that there was a loss of capture and possible lead dislodgement. The cause of death has been requested and not received. The lv (left ventricular) lead was returned to manufacturer, analyzed, and subsequently tested out of specification.

Event description:
It was reported the patient was a long term heart failure patient who had a new bv pacemaker and right ventricular lead implanted. The patient was pacemaker dependent after an av ablation. One month later, he was talking with his family, suddenly slumped over, and was taken to the ER via ambulance. The patient had fast rhythms with a possible vf and then his heart slowed down. Upon arrival to the ER, patient was noted to be in a pulseless electrical (pea) rhythm, was treated with CPR, intubation, and medication, but eventually died. The physician expressed concern that there was a loss of capture and possible lead dislodgement. The cause of death has been requested and not received. The lv (left ventricular) lead was returned to manufacturer, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4) distal conductor fractured. Proximal segment returned and analyzed. (B) (4) distal conductor fractured. Full lead returned and analyzed.

Event description:
It was reported the patient was a long term heart failure patient who had a new bv pacemaker and right ventricular lead implanted. The patient was pacemaker dependent after an av ablation. One month later he was talking with his family, suddenly slumped over, and was taken to the ER via ambulance. The patient had fast rhythms with a possible vf and then his heart slowed down. Upon arrival to the ER, patient was noted to be in a pulseless electrical (pea) rhythm, was treated with CPR, intubation, and medication, but eventually died. The physician expressed concern that there was a loss of capture and possible lead dislodgement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured. Proximal segment returned and analyzed. (B)(4) distal conductor fractured. Full lead returned and analyzed. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance - impedance dropped from 1411 on (B)(6) 2009 to 650 on (B)(6) 2009, then sharply increased to 1680 as the last recorded value prior to patient death. Increased impedance is consistent with the lead fracture determined during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.